Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 3004209178-2013-80202.

Manufacturer narrative:
Insulin pump received with missing segments due to cracked zebra connector at lcd board. Insulin pump received with slightly loose drive support disk and minor scratches on lcd window.

Event description:
Customer reported that the drive support cap on the insulin pump is protruded. Customer stated that the device was dropped the night prior to the call on the tile flooring and then she noticed that the drive support cap was sticking out. Customer mentioned this is a replacement insulin pump. Her old device was returned due to a motor error, loose drive support cap and alarm during prime. Blood glucose value is unknown. Nothing further reported.